Event description:
A surgeon reported that at two and twelve days following intraocular lens (iol) implant surgery, he had two cases were he observed a growth similar to an inflammatory response in the line of the capsulorhexis. The growth was not across the optic of the lens, but just in a circular pattern. Additional information has been requested. There are two medical device reports associated with this event. This is the second of two reports.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no serial number or sample was provided by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. (B)(4).